Manufacturer narrative:
Additional information: root cause: the customer returned cpu pcba was installed in an fi test ventilator. The ventilator was repeatedly started up and shut down on ac and on battery and transitioned between ac and battery power. Verification test 11 (internal battery) was performed and passed. The ventilator was run on battery for one hour. No errors occurred and no failure was found.

Event description:
The customer reported the device alarming the battery is not connected. No patient harm reported. Request for patient information declined